Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed variable impedances including measurements of up to 150 ohms. The pattern appeared to be cyclic, bio-rhythmic in nature. The device was reprogrammed to alert when shock impedance measurements reached 175 ohms. There were no adverse patient effects. The system remains in service.